Event description:
It was reported that during an unknown procedure when the device was connected and fired, a sound could be heard. Then it was compressed again by the surgeon. When the device was pulled out, the anastomosis was discovered to have open staples. The surgeon had to finish the surgery with another product. No patient consequences were reported.